Event description:
A report was rec'd from a pt who had undergone a diagnostic cardiac catheterization through a right femoral access. The results were unremarkable. Closure was attempted with a closer tsl 6 fr. Device. The pt reported that the device failed to close the arteriotomy, and slippage of the knot resulted in bleeding. The pt required compression for a reported 6-7 hours and remained hospitalized overnight. Post discharge, the pt experienced numbness and a burning sensation at the bottom of the foot and toes when walking a short distance. This was believed to be caused by occlusion on the artery by the slipped knot. The pt contacted the dr 3 days after the procedure, whereupon the pt was informed to go the ER. In the ER, a pulse was detected on doppler. It appears that the pt was not treated. One week later, the dr called the pt to follow up, whereupon the pt reported the symptoms remained and the pt's foot was cold constantly. Eleven days post catheterization, the dr saw the pt and ordered an ultrasound. The pt reported that the symptoms were caused by a buckling of the artery and a pucker at the stitch site. The pt was referred to a vascular surgeon, who saw the pt one week later. The surgeon recommended a dye study via a groin puncture in the left leg. The dye study, conducted two weeks later, indentified 7 clots and scar tissue. Surgeon tried to remove the clots with angioplasty, but was unsuccessful due to the scar tissue. The pt went to or for a right femoral bypass. Eleven days post op, the pt still reported pain and discomfort and has been unable to go to work. Add'l info received from the cadiologist who performed the original cardiac cath indicates that the closure had been successful, requiring no compression.